Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medmatch will be filed.

Event description:
Same case as 2134265-2010-00234. It was reported that following a coronary artery stenting procedure the patient experienced angina and restenosis was discovered. The target lesion was located in the mid left anterior descending (mid lad) artery. The lesion was 99% stenosed and was 18 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a taxus liberte atom 2.25 x 24 mm study stent with 0% residual stenosis. During the index procedure a non-target lesion was treated in the 1st diagonal (1st dx) with a cutting balloon and placement of a taxus liberte atom 2.25 x 16 mm stent. The patient was discharged the next day on aspirin and clopidogrel. At 1436 days after the index procedure, the patient ha d recurrent anginal pain and cardiac catheterization was recommended. Twenty three days later, the patient returned for treatment which consisted of coronary artery bypass grafting x 2 including lima to distal lad and svg to 1st om branch of lxc. The patient was discharged 3 days later on aspirin and clopidogrel.